Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that 3 attempts were made to detach the coil using the instant detacher. 2-3 attempts were made to detach the coil using the manual method. There were no issues encountered prior to coil non-detachment. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
H3: the concerto coil was returned for analysis. The concerto pusher was found broken at the hypotube break indicator (hbi). No bends or kinks were found with the pusher. The release wire con was found at the lumen stop and the implant coil was still attached to the pusher. The implant coil was found to be in good condition. The release wire was accessed and pulled, detaching the implant coil. The release wire coin was found in good condition. The pusher lumen stop and retainer ring inner diameters (ID) were found in good condition. The coin width was measured at 3 locations and was found to be within specifications. The coin width was measured @ 0.063mm to be 0.080mm, @ 0.127mm to be 0.105mm, and @ 0.275mm to be 0.105mm (specification: @ 0.063mm: 0.063mm-0.089mm; @ 0.127mm: 0.075mm-0.105mm; @ 0.275mm: 0.086mm-0.108mm). The lumen stop inner diameter was measured to be 0.00240¿ which is within specification (specification: 0.00220¿¿0.0029¿). The retainer ring inner diameter was measured to be 0.00451¿ which is within specification (specification: 0.00455" ± 0.00010). Based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report was confirmed. However, the root cause could not be determined. The instant detacher (ID) used in the event was not returned; therefore, an analysis could not be performed and conformance to specification could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a concerto coil did not detach manually. The device was inspected with no issues noted. No patient symptoms were reported. The lesion/vessel site was t the renal artery.